Event description:
It was reported that during an unknown procedure scissoring of the device clips occurred. Another device was used to complete the case. There were no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 7/17/2007.